Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. The pump displayed malfunction code 16, and although it was reset, the issue recurred. Technical support provided assistance with resetting the pump and decided to replace it, sending a replacement pump with updated software. The customer was instructed to use mdi as backup therapy and to return the problematic pump within 10 days to avoid charges. All instructions regarding storage mode, return procedures, and programming the replacement pump were understood by the customer.